Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿image is foggy and hard to see¿ was confirmed. It was determined that an image could not be seen because water entered inside the device from the detached cable boot which made the image foggy. It was also determined that the boot was detached because load was applied to the cable boot part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon:¿ "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the water leakage and water ingress into the interior. The head-side oredome came off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had air leak on the mount side orifice. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: poor image quality due to charged coupled device flooding (could not be seen due to cloudy weather). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.